Manufacturer narrative:
As reported by legal brief, in (B)(6) 2014, patient had an exactech optetrak logic artificial knee implanted in his right knee in a total knee replacement. Surgeon recommended the exactech optetrak logic knee device to patient and indicated that the exactech optetrak logic knee device was appropriate for him. Approximately six months after patient's said total knee replacement, surgeon performed a right knee arthroscopy with nodular synovectomy. In (B)(6) 2014, surgeon removed the subsequently recalled exactech tibial insert and implanted the subsequently recalled exactech optetrak logic polyethylene insert, as well as performed an open lysis of adhesions. Additional patient information not provided. No other information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by legal brief, in (B)(6) 2014, patient had an exactech optetrak logic artificial knee implanted in his right knee in a total knee replacement. Surgeon recommended the exactech optetrak logic knee device to patient and indicated that the exactech optetrak logic knee device was appropriate for him. Approximately six months after patient's said total knee replacement, surgeon performed a right knee arthroscopy with nodular synovectomy. In (B)(6) 2014, surgeon removed the subsequently recalled exactech tibial insert and implanted the subsequently recalled exactech optetrak logic polyethylene insert, as well as performed an open lysis of adhesions. Additional patient information not provided. No other information.